Event description:
Boston scientific received information that implantable lead displayed loss of ventricular capture. The lead was determined to have dislodged. A lead revision procedure was performed where the lead was explanted and replaced. There were no adverse patient effects. The lead is to be returned for analysis.

Manufacturer narrative:
As of today, the lead has not yet been received for analysis. Should additional information become available, this report will be updated.